Event description:
It was reported that during an unknown procedure, the clamp arm of the device could not be closed; the second one had the same problem. The surgeon changed to a third one to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states he tested 3.4 inr and 2.6 inr on the coaguchek xs system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.